Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'pump not recognizing when the door is open' was recorded in the event history log (ehl) review as 'door jammed!' Messages, and it was duplicated during evaluation by troubleshooting the device. The assignable cause was found to be caused by a defective upper hook switch. The upper auxiliary was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not recognizing the tubing or when the door was opened upon programming/setup in the general patient ward. There was no patient involvement. No additional information is available.